Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during an esophageal stenting procedure on a female, patient. According to the complainant, the end of the stent did not fully expand following deployment. The physician removed the stent after waiting approximately 20 minutes for the stent to fully expand. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.